Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was trying to do a correction and when he looked at the active insulin. Customer noticed there was 15 units of active insulin in his body. Customer looked at the bolus history and customer had delivered 5 units for his dinner but the customer does not know why there was a bolus of 10 units in his bolus history. Customer stated that it was labeled as a manual bolus. Customer does not remember delivering the bolus. Customer was unable to get to the 10 units from the 0 units by pressing the down arrow key. Customer's blood glucose level started to drop while he was on the call. Customer's blood glucose level was 47 mg/dl. Customer's blood glucose was stabilized and they got it to 85 mg/dl. Customer's pump warranty was expired. No further assistance needed.